Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The sys was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the fluoro function on the 9900 sys was stuck "on" based on the fact that all boxes are lit up across the screen. There was no report of pt injury.